Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when getting pt out of bed, IV pump stated: channel disconnected: please confirm: no channel was disconnected, but in order to use the pump, you must push, confirm and then it shuts the pumps off. Pt had pressors (levophed) running through the pump. Pump failed twice; once and then again 2 hours later. Pulled from service for clinical engineer to review." Upon further customer follow up it was reported the patient became hypotensive following the channel disconnection which resolved with the restart of the infusion. The devices were returned to service following review by clinical engineering and are not available for return to bd for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when getting pt out of bed, IV pump stated: channel disconnected: please confirm: no channel was disconnected, but in order to use the pump, you must push, confirm and then it shuts the pumps off. Pt had pressors (levophed) running through the pump. Pump failed twice; once and then again 2 hours later. Pulled from service for clinical engineer to review." Upon further customer follow up it was reported the patient became hypotensive following the channel disconnection which resolved with the restart of the infusion. The devices were returned to service following review by clinical engineering and are not available for return to bd for investigation.